Event description:
A patient was initially implanted with genesys spine tilock hardware from t8 to the ilium. After the initial implantation of hardware, the patient experienced trauma that resulted in a fracture above the original construct that required treatment. There was no defect, malfunction, or error in use that occurred. The surgical rep reported that "the patient was perfectly fused". This revision surgery was necessitated by the fracture that occurred at a level outside (above) the location of the tilock pedicle screw construct. The revision surgery was performed to extend the construct up to t3 in order to treat the fracture, but the fracture was not attributed to the genesys hardware in any way. The genesys spine hardware performed as intended.